Manufacturer narrative:
The instrument was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the tip of the driver was broken. There was no patient present when this issue was identified.

Manufacturer narrative:
The driver was returned to the manufacture and analysis was completed. Visual/physical examination of the returned driver confirmed the tip of the returned driver was broken off and the tip was missing. If information is provided in the future, a supplemental report will be issued.